Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for method, results and conclusions codes: the actual device was not returned, therefore, evaluation was not possible. Device not returned to manufacturer.

Event description:
This event occurred in (B)(6), reported by heraeus (B)(4): the female patient called our csc and spoke to ms. Farina on (B)(6). An impression was taken with xantopren l blau and the activator universal plus paste (dentist dr.(B)(6)) on (B)(6) 2014. The tongue, the lip and the tissue swelled. The patient could not speak anymore and showed the symptoms of vertigo and vision disorders. The patient went to the ent physician dr. (B)(6), the same day. She received high dosed fenistil as medicine. The symptoms lasted up to (B)(6). Ms. (B)(6) wants to have an allergy testing at the dermatologist dr. (B)(6). The dentist's receptionist gave the information that the product coltex extrafine was used in the first step of the treatment without any symptoms. The symptoms occurred with/after the usage of xantopren l blau and activator universal plus paste. Fenistil: dimetindene (trade name fenistil) is an antihistamine/anticholinergic used orally and locally as an antipruritic. I have talked to doctor's receptionist (frau s(B)(6)) on (B)(6) 2014. The patient came in on (B)(6) after the dentist's treatment. The patient did not show any symptoms and no medical treatment had been necessary. The fenistil (20 drops) has been taken by the patient on her own decision before she came to the ent physician. It was only a consultation and no treatment. None of the treating medical personal witnessed the symptoms the patient reported having. The patient self-medicated with the anti-histamine fenistil and no link could be determined that the dental product(s) had an adverse effect on the patient. This is reportable according to 21 cfr 803. There is an allegation of serious injury as defined in part 803.3. The patient involved is investigating a potential allergic reaction. No accusation or proof has been given that this device caused or contributed to the patients symptoms. Out of an abundance of caution we are reporting this incident. Xantropen was discontinued for sale in (B)(4), however some product likely remains in dental offices at this time. Also, our current product cuttersil is substantially equivalent to the product in question. For these reasons, and out of an abundance of caution, this incident will be reported.